Manufacturer narrative:
Initial and final MDR 1881736- MDR 8021545-2024-00878- device 1 of 3 e1: patient city: (B)(6). Patient country: netherlands

Event description:
Unomedical reference number (B)(4). Event occurred in belgium it was reported that patient faced three infusion set tubing detachment event on (B)(6) 2024. The insertion site was at buttocks.the infusion set was in use for 2 days. No further information available.